Manufacturer narrative:
Correction made to the suspect medical device section d. Also corrected the h6 medical device code and component code to reflect the report that the controller turned off, during use.

Event description:
On (B)(6) 2026, the patient experienced a level 3 hypoglycemic event requiring emergency medical services. Per secondhand information from a healthcare provider, the pump was in ¿automatic limited¿ mode at the time of the event and no alerts were reported. The patient later reported that the ¿device turned off,¿ which the patient alleged caused the hypoglycemic event; however, the patient was unable to provide additional details regarding the cause. It is unknown whether the patient was wearing the pod at the time medical attention was sought. Information regarding glucose values, specific symptoms, diagnosis, treatment provided, length of medical visit, and discharge date was not available despite multiple good faith follow-up attempts. Further information could not be obtained. Supplemental information will be provided if received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.